Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Investigation: no samples were returned therefore the complaint could not be confirmed and the root cause is undetermined. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. Based on the above, no additional investigation and no corrective/preventative action (CAPA) or situational analysis (sa) is required at this time.

Event description:
It was reported syringe 0.5ml 28ga 1/2in 10bag 500 dhc had no expiration listed the following information was provided by the initial reporter: "pharmacist requested assistance locating expiration date on box. Stated, it was missing."